Manufacturer narrative:
The cartridge was not returned to animas; the cartridge lot number was not provided. There is no investigation necessary. Cartridges with lot # b201575, b201576, b201581, b201582, b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The rptr, the pt's physician, reported the pt had a 'defective' cartridge used with the insulin pump in (B)(6) 2010 and (B)(6) 2011. There was no adverse event associated with this issue.